Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The device remains implanted, therefore no product will be returned to the manufacturer for evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
During surgery, the post broke directly on outer plate. The surgery was completed by leaving the items in the patient's body.